Event description:
Customer reports that the telemetry server was beeping which caused a loss of monitoring for 23 pts for at least 20 minutes. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.